Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the drive assembly/drive manifold. The fse performed full calibration, functional testing and safety check to factory specifications. The iabp unit was returned to customer for clinical use.

Event description:
It was reported that the intra-aortic balloon pump (iabp) received k6a, k6,7,8 leak test failure. It is unknown under which circumstances this event occurred. However, no death or injury was reported.